Event description:
It was reported that this right atrial (ra) lead was capped due to high impedances. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).